Event description:
On february 9, 2024, the boston scientific rep that help turn off the device did not disclose any device information on the pacemaker system so I can register it. They turned the boston system off as in no pacing. I found out later that the patient had a model: l331 accolade implanted on (B)(6) 2022. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).